Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other text : an investigation is in process

Event description:
The customer observed smoke coming from the cell-dyn sms. The instrument and power supply were turned off. No injury was reported due to this issue.